Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the ac adaptor connector pin was broken. A new desktop charger was sent to the patient. In addition, it was reported that the patient was having trouble charging her implantable neurostimulator (ins) because it does not couple properly. The wanted to know if there was a new charging unit that can charge remotely. On (B)(6), the patient called in regards to receiving the package. The patient was informed the package was delivered and was given directions on where it was. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.